Event description:
A healthcare professional (hcp) reported through a manufacturer representative that multiple electrodes were found to be broken during an implantable neurostimulator (ins) replacement procedure¿s impedance check. Impedance test results showed electrodes 4, 5, 9, 11, 12, and 13 had impedances of 40000 ohms. The leads were disconnected, the ins connection cleaned, and the leads reconnected; however, the issue remained. The impedances were noted to have been checked with both the new and old ins, but there was ¿no improvement in the broken state.¿ it was noted that ¿disconnection due to excessive tension on the lead during the patient's lifestyle and activities¿ may have caused the event. The leads were replaced as a result of the issue for stable continuation of treatment post-surgery and the issue was resolved. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025, ubd: 27-jul-2026, UDI#: (B)(4), product type lead; product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025, ubd: 05-jul-2026, UDI#: (B)(4), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.